Event description:
It was reported when using the bd syringe 1ml ls tuberculin there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: "foreign impurities within the syringe were identified. Syringe found with a plastic small piece in it."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd syringe 1ml ls tuberculin there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: "foreign impurities within the syringe were identified. Syringe found with a plastic small piece in it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.